Event description:
Customer reported that the device delaminated during implant. The device was removed and exchanged with competitor product. No adverse patient consequences were reported. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. The product was used past it's labeled expiration date. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.